Event description:
It was reported that balloon rupture occurred. A 32 x 3.00 promus premier¿ stent was deployed at 12 atmospheres to treat the lesion. Following stent deployment, post-dilatation was performed using the balloon of the stent delivery system at 12 atmospheres for 30 seconds. However, on the second inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The physician then completely removed the stent delivery system from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent was detached from balloon because it was expanded at the lesion site. Crimp markings were evident on the wall of the balloon indicating that the stent was crimped onto the balloon. On initial visual analysis the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however, a pinhole was identified at the proximal end of the balloon; 5mm distal from the distal edge of the proximal markerband. The pinhole is located at a point within the area covered by the stent that was initially crimped. No balloon damage is evident adjacent to the pinhole. The balloon wings were evenly refolded and did not appear to have received any other further damage. Microscopic examination could not find any other evidence of damage like scratches to the proximal balloon cone that would signify difficulty advancing. The batch crimping records did not highlight any anomalies with the stent profile that could have contributed to balloon damage during the manufacturing process, with all parameters within the specified tolerance. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 32 x 3.00 promus premier¿ stent was deployed at 12 atmospheres to treat the lesion. Following stent deployment, post-dilatation was performed using the balloon of the stent delivery system at 12 atmospheres for 30 seconds. However, on the second inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The physician then completely removed the stent delivery system from the patient and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).